Event description:
During a lap chole the instrument jaws broke. The jaws fell into the patient. An x-ray c-arm technician was notified to locate the piece in the abdomen. Dr spent 15-20 minutes trying to retrieve and did so with no patient injury.